Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage occurred due to mechanical forces, applied during the surgery. Further inspection showed the ligature marks at approximately 18 cm distal to the is-1 connector pin. In this region deformations of the outer conductor coil and a squeezed lead body were observed. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. In addition, cuts in the insulation were found which resulted most likely from th explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.